Event description:
While wearing the external equipment, the pt reportedly had no sound percept. The pt was seen at the center for eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.